Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the patient had trouble rewinding the insulin pump. Customer's blood glucose was unknown. The customer's father did not have the pump with him. The customer was advised there may have been a dual or square bolus running but to call next time it happens. The customer's father did not have any more details.